Event description:
It was reported that during a gastric sleeve procedure, at the moment of the last stapler shot with the gold reload, it did not work correctly because the tissue was cut but not stapled. For this reason the surgeon had to suture the gastric tissue manually laparoscopic with suture (vicryl 3/0). There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.